Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure took place due to worsening heart failure and high pacing thresholds on the left ventricular (lv) lead. Upon further testing in the laboratory the lv lead was found to have good pacing thresholds when tested in different vectors and thus was not repositioned. This lead remains implanted. No additional adverse patient effects were reported.